Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the left main trunk opening. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, normal saline could not be injected during flushing to remove air. After multiple attempts, flushing still failed. The procedure was completed with another of the same device. The patient was stable and no complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: media analysis: media provided by the customer showed that the catheter was unable to flush. Device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed wrinkles around the heat shrink tubing of the drive cable, and the heat shrink was observed to be detached. Functional testing showed that during the flush test, the device could not flush when the telescope was fully retracted and fully advanced. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of manufacturing deficiency following a review of the reported event details and available information. The reported event involved detachment of the heat shrink tubing. Similar device conditions have been observed in prior events involving manufacturing related factors at the connector shaft. For the reported entrapped air a cause code of cause linked to device but unable to trace more specifically was assigned, following a review of the reported event details and the available information. The device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the left main trunk opening. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, normal saline could not be injected during flushing to remove air. After multiple attempts, flushing still failed. The procedure was completed with another of the same device. The patient was stable and no complications were reported.